Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid around the controller¿s white battery cable connector was confirmed via evaluation of heartmate 3 system controller (serial number (B)(6)). Visual inspection revealed fluid ingress at the white power cable and black power cable strain reliefs. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended. The observed fluid ingress did not affect the controller¿s functionality. Log files were downloaded and data from the reported event date was reviewed. The captured data did not reveal any issues due to the observed fluid ingress. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, rev. A and the heartmate 3 lvas instructions for use, rev. D instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU, section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was green fluid noted around the white port of the power cable connected to the system controller. The patient went to the emergency room for symptoms that were stated to not likely be related to the green fluid. They reported low flow, high pulsatility index, and was also hypertensive. Their controller was exchanged. Log files were not available. It was noted that the patient had known driveline power fault alarm due to previous damage to their driveline. The modular cable was also exchanged in an attempt to take care of the flashing yellow wrench alarm on their controller but this did not resolve the alarm. They learned that the alarm was to be permanently disabled as previously done on old controller due to driveline damage that was not repairable. The patient was admitted into the hospital for further care of symptoms.